Event description:
It has been reported that hydraulic fluid is leaking into the housing of the motor control board. Allegedly, the fluid seeped into the housing and ran along the two connection wires where it pooled on the board and caused it to short out. No injury reported.